Event description:
Off label indication for the shoulder [device use error]. Case narrative: initial information received on 05-feb-2019 regarding an unsolicited valid serious case received from health authorities of united states. This case involves an adult female patient who had off label indication for the shoulder, with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On an unknown date in (B)(6), the patient received intra-articular injection of hylan g-f 20, sodium hyaluronate at 2ml (frequency, indication, batch: unknown). An off label indication for the shoulder (device use issue) was reported. Seriousness criterion: medically significant a product technical complaint (ptc) was initiated on 11-feb-2019 for synvisc one. Batch number unknown, global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. All finished batch records for specification conformance prior to release were reviewed as per the requirement. Any out of specification result need to be identified and mitigated through the ncr process. Adverse event reports with or without lot numbers were continuously monitored by sanofi global pharmacovigilance and epidemiology and possible associations with their corresponding product lot were assessed as part of routine safety surveillance effort to detect safety signals. Final investigation complete date was 11-feb-2019. No safety issues were indicated in this review. Additional information was received on 11-feb-2019. Global ptc number and ptc results were added. Text amended accordingly.

Event description:
Off label indication for the shoulder [device use error]. Case narrative: initial information received on 05-feb-2019 regarding an unsolicited valid serious case received from health authorities of united states. This case involves an adult female patient who had off label indication for the shoulder, with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On an unknown date in 2019, the patient received intra-articular injection of hylan g-f 20, sodium hyaluronate at 2ml (frequency, indication, batch: unknown). An off label indication for the shoulder (device use issue) was reported. Seriousness criterion: medically significant. A product technical complaint was initiated and results were pending for the same.